Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a number of unknown procedures, when the hiwire nitinol hydrophilic wire guide passes into an unknown ureteroscope, "it peels". This peeling then obstructs the ureteroscope making the removal harder. The material of the guidewire that peeled off has removed without issue in some of the procedures, but there have also been times when the material is not removed. No adverse effects to the patients have been reported. Additional information has been requested and a follow up report will be submitted when and if that information is received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, e4. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 02jan2020: the type pf procedure being performed was a flexible ureteroscopy in the kidney.

Event description:
No additional patient or event information as been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: clinique de l'anjou informed cook on 11/28/19 that while using a hws-035150 hiwire nitinol hydrophilic wire guide reportedly ¿when the guide passes into the ureteroscope, it peels, which obstructs the uretero and complicates the handling to remove the uretero. In this case, the material of the guide has been recovered but sometimes it is not the case: problematic encountered several times in recent weeks." A document based investigation was performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records found this to be one of four complaints associated with the complaint lot number. One of these complaints was from the same customer for the same issue. The other two complaints were determined to be duplicate complaints and closed. Due to the individual nature of the manufacturing and inspection process for these devices, it is unlikely that these events indicate a device issue with the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. For optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The supplier of this device was notified of the event and asked to perform a DHR review. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned for evaluation. A review of the DHR did not reveal any nonconformance's associated with this lot number or gaps in supplier production that may have contributed to the incident. The cause for the reported failure could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.